Event description:
Had a double mastectomy with tissue expanders for reconstruction. Since the surgery. I have been experiencing a crazy amount of unexplainable symptoms. I've been going through extensive tests which all come back clear. Some examples are swollen and painful joints, itchy bumps under skin of hands, bloating and abdominal pain, wrinkly hands, tingling fingers, nausea, dizzy spells, headaches, extreme fatigue. All of these started after the surgery. FDA safety report ID# (B)(4).